Event description:
It was reported that during an anastomosis procedure, the device misfired and the staple line was incomplete- only 4-5 staples on anastomosis line. Most of the staples did not close properly, caused massive bleeding, no audible feedback during firing. They could not remove the device after firing. The donut was complete but circumference suturing had to be done at the cut line due to stapling failure. The surgeon converted to open in order to manage the problem during the procedure. Additional information has been requested.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Device was not returned. (B)(4). Additional information was requested and the following response was received on (B)(6) 2010: the (B)(4) device is used for hemorrhoidectomy procedures. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.